Manufacturer narrative:
Update: (B)(6) 2013 - ppd and medical records received. Operative notes for the right hip indicated that the patient was implanted with pinnacle, poly on metal, not asr. Therefore, the patient could not have suffered from metal on metal issues, as previously alleged. Liner and head have been updated. Operative notes for the left hip indicate that the patient was implanted with competitor¿s product. Both products have been rejected. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation alleges that patient has had hip pain and difficulty walking and standing. Additionally, it is alleged that patient's implants have been shedding metal debris.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.